Event description:
Patient fell while using rolling walker when another passenger on the elevator allegedly caught the patient's walker brake line in her wheelchair. Patient sustained cut on leg requiring stitches and other cuts on head and wrist. We are currently investigating this incident.